Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the incident was provided for evaluation. The photograph was evaluated, and due to the resolution of the photograph it is difficult to determine the leakage at the valve. Based on the evaluation results, the reported defect was unable to be confirmed. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: details of complaint (reported issue): "low pressure" valve which is above a y after the pump, visible flow of product in the form of a drop at the end of the infusion. It has not sunk or required code brown but narrowly avoided. A brown code = spillage of hazardous materials due to the nature of the products used in oncology. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400615612. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.